Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. IFU statements: the gore® excluder® aaa endoprosthesis instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. [Patient selection and treatment]: as shown in tables 1, select sizes for this product that are at least 2 mm greater than the proximal neck diameter (i.e. 10-21% oversize) and at least 1 mm greater than the distal neck diameter (i.e. 7-25% oversize). Select lengths that adequately reach the length extending from directly below the lower side of the renal arteries to either the non-aneurismal, common iliac arteries or the external iliac arteries. [Pre-treatment planning]: 1. Measure accurate size of the aneurysm and determine appropriate sizes of the trunk-ipsilateral leg and contralateral legs as well as aortic and iliac extenders. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. After deployment of the trunk-ipsilateral leg endoprosthesis, it was confirmed that the right internal iliac artery was covered by the distal portion of the device. No additional treatment was taken. After deployment of the contralateral leg endoprosthesis, a suspected stenosis was observed at the origin of the left external iliac artery near the distal end of the device. As a treatment, a stent was implanted from the distal end of the contralateral leg endoprosthesis to the origin of the left external iliac artery. It was reported that the left external iliac artery appeared possibly stenotic due to an accordion-like configuration of the patient's vessel. There was no device malfunction, such as deployment failure or compression. The procedure was completed. The physician's comment: after insertion of a stiff wire into the right common iliac artery, the vessel assumed an accordion-like configuration, therefore the trunk-ipsilateral leg could not be pushed up proximally during the deployment.